Event description:
Customer reportedly obtained results of 48 mg/dl, 62 mg/dl, 78 mg/dl, and 45 mg/dl on the aviva system within 10 minutes. Customer was given juice based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.